Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries, other injuries [injury]. Case description: an attorney reported that their elderly female client, now (B)(6), used fixodent denture adhesive, version unknown cream concurrently with super poligrip denture adhesive, unspecified total daily uses since receiving full top dentures and partial bottom dentures in 1999 through (B)(6) 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, other injuries that have left her unable to perform her normal, customary, and daily activities. Their client has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history ¿ denture wearer since 1999. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.